Event description:
It was reported that the patient needed a replacement device due to 'numbers greater than 4,000.' The battery had 3-4 years left. The lead was also replaced. This issue occurred after she had a hysterectomy done.

Manufacturer narrative:
Product ID 3093-28, lot# v419893, serial#, implanted: 2010 (B)(6), explanted: 2012 (B)(6), product type lead; product ID 3037, lot#, serial# (B)(4), implanted: explanted: product type programmer, patient; (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the patient's healthcare provider (hcp) determined that the plastic insulation sheath of the lead had deteriorated and separated "for mid distance." The hcp indicated that the device would not be returned because it was discarded. There were no further complication reported or anticipated.

Manufacturer narrative:
(B)(4). Product ID: 3093-28, lot# v419893, implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type: lead; product ID: 3037, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Additional information reported that the device was replaced because the lead broke. No further complications were reported/anticipated.